Event description:
It was reported that a pump experienced a malfunction during the customer's holiday. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue independently and planned to use multiple daily injections (mdi) as a backup to ensure insulin delivery continued, while technical support arranged to replace the pump.